Event description:
Customer stated "was using it and the switch sent off a small spark and it stopped working." Product was returned for investigation. Upon further investigation into the customers complaint, the inspector found that the product had been misused. The cord was twisted, therefore it appeared as though the customer may have been wrapping the cord around the switch, causing the cord to twist, and the components inside the switch to twist as well. IFU states "loop cord loosely when storing. Tight wrapping may damage cord and internal parts." The customer did not seek out medical attention.